Manufacturer narrative:
Sample information was not provided. The system was calibrated at 0215 and again at 0230. Patient samples were run and reported. The system was recalibrated at 0808, and qc run at 0828. The lab confirmed that the operator did not run qc after loading reagent and recalibrating. The samples were rerun after the system was recalibrated at 0808, and recovery was higher, matching the other instrument. A bci field service engineer (fse) replaced: worn o-rings. Broken na electrode connector. Modular chemistry sample probe. Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (ns), potassium (k), and chloride (cl) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were reported out of the laboratory. The laboratory repeated the samples on an alternate unit once they noticed a trend of low results. Higher results were obtained and the amended reports were initiated. Treatment was not initiated or withheld based upon the false results reported.